Event description:
It was reported that 48 hours after an open hemicolectomy left procedure, there was anastomotic insufficiency. Re-operation revealed circumscript leakage in the anastomosis. A like device and sutures were used to rectify the situation. The pt is now in good condition, but suffered severe peritonitis.